Manufacturer narrative:
Findings: unit received with currents in specification. No unexpected failed battery. However unit received with corroded battery tube. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window cracked near display window corners, cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 288 mg/dl. The customer just inserted new battery and received failed battery test and inserted 2 more batteries and received a failed battery test for each one. After the troubleshooting was done, customer found out that the battery compartment is corroded. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.